Event description:
The customer reported the table's movement and functions failed to operate. No report of pt and or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Several table accessory errors were found in the log. The leg extension had been dropped and damaged and therefore replaced. The system was then found to be operating as intended.